Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over the 600 mg/dl at the time of incident . Customer experienced symptoms such as nausea. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump was under delivering. Customer stated that drive support cap was normal. Customer was declined to test insulin pump. Customer stated that the insulin was missing from the vial. The insulin pump will not be returned for analysis.